Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An account manager reported with a description of crack on lens after implantation. Lens was explanted in a initial procedure. Additional information has been received as surgeon attempted to implant a company +29.5 iol using a company cartridge, but the lens was found to be fractured near the optic. After consulting another physician, the lens was removed and replaced with another company +29.5 using a cartridge (uncertain if it was the same one). However, the second lens also showed a fracture near the optic center. Due to iris trauma from the first lens removal and no additional +29.5 iols available, the decision was made to leave the fractured lens in situ and close the case. One week post-op, the patient reported 20/80 vision, with corneal edema likely contributing, possibly due to endothelial damage, iris trauma, or the fractured optic.